Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bleeding") and uterine haemorrhage ("blood in uterus") in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia in 2004. Previously administered products included for an unreported indication: depo provera from 2001 to 2009 and iron vitamin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metal taste in mouth"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced rash ("rashes") and skin disorder ("skin conditions"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ lower abdomen pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she underwent pelvic surgery / robotic surgical removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menorrhagia was resolving and the genital haemorrhage, uterine haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, rash, skin disorder, migraine, dysmenorrhoea, fatigue and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available):x-ray - in (B)(6) 2009: total bilateral occlusion /essure coil were intact. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), rashes, skin conditions, migraines, dysmenorrhea (cramping), fatigue, metal taste in mouth" were added. Lot number was added. New reporter were added. Lab test was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("excessive bleeding") and uterine haemorrhage ("blood inuterus") in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia in 2004. Previously administered products included for an unreported indication: depo provera from 2001 to 2009 and iron vitamin. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metal taste in mouth"). In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced rash ("rashes") and skin disorder ("skin conditions"). In 2015, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ lower abdomen pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (she underwent pelvic surgery / robotic surgical removal of essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and menorrhagia was resolving and the genital haemorrhage, uterine haemorrhage, abdominal pain, abdominal pain lower, headache, dyspareunia, vaginal haemorrhage, rash, skin disorder, migraine, dysmenorrhoea, fatigue and dysgeusia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - in september 2009: total bilateral occlusion /essure coil were intact . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc FDA codes entry. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6), she underwent pelvic surgery to try and alleviate the symptoms.). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.